Manufacturer narrative:
Additional information received on september 10, 2024, indicated that the patient underwent bilateral removal on (B)(6) 2024. Reason for device explant and/or reoperation: wrinkling manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 9, 2024, indicated that the post-operation indicated that the right implant was rotated and had defect anteriorly. As a result, patient underwent right side with 695cc natrelle scf exchange, liposuction lateral axillary line, fat transfer breast, mesh reinforcement of attenuated capsule. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 22, 2024. Device evaluation completed on november 12, 2024: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the mentor memoryshape¿ mm+ 650ccc breast implant was found to be ruptured. The rupture was found on the anterior view, measuring approximately 3.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memoryshape¿650cc silicone breast implants which patient believes her left side is ruptured, and as a result implant has dropped. Her right side has wrinkled and feels like a bubble. These issues occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.